Manufacturer narrative:
A ge rep evaluated the system and reseated the connectors between the c-arm and the workstation. The system operates as intended.

Event description:
The customer reported that the system would not produce an image. No pt injury was reported.